Manufacturer narrative:
Upon receipt from a distributor of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included measurement of the temperature of the operating device (B)(4). These activities are described in more detail below. Methodology used : nakanishi examined the device history record for the subject ti-max z95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. Nakanishi conducted a temperature testing of the returned device in the following manner. Temperature sensors were first attached to the exterior of the device at various test points (i.e., most proximal to the patient, testing point (1), and along points farther toward the distal end of the device, testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the handpiece at 40,000rpm, which is maximum rpm for the motor that drives the handpiece (200,000 prm for the handpiece), with water spray and measured the exothermic situation. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 rpm (motor revolution 40,000rpm). Nakanishi confirmed the abnormal temperature rise at the test points (1) and (2) (points close to the patient) as follows after the beginning of the measurement : (1) 80.9 degrees c and (2) 57.1 degrees c. The rise was so sudden that the temperatures 80.9 degrees c and 57.1 degrees c were observed only about 30 seconds into the planned 5 minutes evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved : nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed damage on the ball bearing retainer on the headcap side. Nakanishi also observed dirt (abrasive powder, debris, etc.) Inside of the cartridge and wear at the gear engagement part. Nakanishi took photographs of all the inside parts mentioned above and kept them in a file. Conclusions reached based on the investigation and analysis results : nakanishi identified that the cause of overheating of the returned device was due to damaged inside parts. A lack of maintenance causes accumulation of dirt (abrasive powders, debris, etc.) In the cartridge, which causes dirt ingress into the bearing. This would interfere with the rotation of balls in the ball bearing leading to the damage on the ball bearing retainer. The damage observed develops centrifugal force and the ball bearing retainer expands while rotating, which causes abnormal rotation resistance resulting in the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions. Nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance as instructed in the operation manual.

Event description:
On (b)(46 2015, an nsk handpiece, ti-max z95 (serial no. (B)(4)) was returned from a distributor to nakanishi for repair. There was a note coming with the handpiece referring to the handpiece overheating. On november 20, 2015, nakanishi made a phone call to obtain the further information. The details are as follows. In (B)(6) 2015 (exact date unknown, the date is the best estimate), a dentist was providing dental treatment for a patient. The patient was one of the dental office staff and not anesthetized. The patient complained about sharp pain in the mouth. A 2-centimeter linear scar was developed inside of the left cheek. No burn treatment was provided to the patient because the dentist determined that the scar did not need to be treated.